Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). The patient had a computed tomography (CT) scan done on (B)(6) 2023 that showed pockets of air around the graft. The physician is concerned that there might be an infection; however, the aneurysm is still sealed and appears to have shrunk since the implant. The patient is currently being monitored while an treatment options are being discussed with the family. Additional information: an internal clinical assessment shows reasonable evidence to suggest surgical conversion (graft explant), right axillary to bifemoral bypass, small bowel resection, inferior vena cava repair and abnormal blood loss has occurred that was not included in the event as reported. These events were discovered during review of the operative note dated (B)(6) 2023.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the infected stent graft is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest surgical conversion (graft explant), right axillary to bifemoral bypass, small bowel resection, inferior vena cava repair and abnormal blood loss has occurred that was not included in the event as reported. These events were discovered during review of the operative note dated (B)(6) 2023. The complaint is most likely user and anatomy related. The alto stent graft system was placed in a surgical graft (implanted in 1995) to treat a distal pseudoaneurysm - the safety and efficacy of placing an alto in a surgical graft has not been established. A pseudoaneurysm is a cautionary product use condition. The IFU states that a bowel fistula is a potential adverse event from the evar procedure. There was soft tissue attenuation and increased contrast uptake in the bowel on the CT scan dated 08/05/2022. It cannot be ruled out there was an infectious process going on at the time of the index procedure. The pseudoaneurysm was related to the previously implanted surgical graft. No procedure related harms were identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated g3: awareness date has been updated h6: health effect - impact code: remove code 4614 h6: medical device problem codes: remove code 4065 h6: investigation type codes: remove code 4117 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). The patient had a computed tomography (CT) scan done on (B)(6) 2023 that showed pockets of air around the graft. The physician is concerned that there might be an infection; however, the aneurysm is still sealed and appears to have shrunk since the implant. The patient is currently being monitored while an treatment options are being discussed with the family.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.